Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed based on the information recorded in the log file provided by the customer. The event log file contained events recorded from (B)(6) 2020 where intermittent backup battery fault alarms associated with backup battery circuit fault were recorded. The data captured on january 29 12:47 revealed a backup battery uninstalled alarm. The remaining of the log file (from 12:47 to 13:04) did not revealed new backup battery fault alarms. A specific root cause for the backup battery fault alarm was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. Additional information was requested regarding the event; however, no response was received if any equipment was exchanged. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent ¿replace backup battery¿ alarms despite reseating the ebb inside the controller. The log file review captured backup battery fault events starting the evening of (B)(6) 2020 and occurring occasionally for the remainder of the log. The controller was exchanged on (B)(6) 2020.